Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5041502.

Event description:
It was reported that the patient experiencing loss of bilateral coverage due to having high impedances on one lead. The patient underwent a revision procedure wherein the lead was removed, and two new leads were added. The patient was doing well postoperatively. The explanted devices will not be returned as per hospital policy.